Event description:
It was reported that this valve was explanted at implant due to severe mitral regurgitation as seen on echocardiography. "Folding of the posterior leaflet" was observed on echo and a suture loop was suspected. At explant, the valve was examined for a suture loop but none was found. No further information was provided.

Manufacturer narrative:
Evaluation summary: examination of the returned valve revealed indeterminable leaflet disruptions on all three leaflets. A horizontal crease was visible on the belly of the cusp 1 leaflet and it extended from the commissure post 1 to the commissure post 2. A fold was present on the cusp 2 leaflet near the commissure post 2. A very slight crease or indentation was also seen on the cusp 2 leaflet near the commissure post 1. These leaflet disruptions may have led to incomplete coaptation. X-ray.